Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. The customer stated she fell off the stairs and broke her hip and shoulder and was admitted for 2 weeks and was reverted to insulin pen. Blood glucose at the time of admission is unknown. The customer also stated she had been experiencing low blood glucose for about a month. Blood glucose value was 50 mg/dl, she treated with food and current blood glucose was 285 mg/dl. The customer is going back to insulin pump therapy, she inserted the battery and the insulin pump alarmed failed battery test. The drive support cap is recessed. The device was not exposed to a magnetic field. The contacts, the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; she did not receive failed battery test alarm. She was advised to monitor the device and contact her doctor regarding the lows. The battery cap is being replaced.